Event description:
It was reported that after approx one minute and thirty seconds of activation during treatment of the proximal sfa, the distal tip of the recanalization catheter detached. The detached segment was retrieved successfully. The procedure was completed with a guide wire. There was no known impact or consequence to pt.

Manufacturer narrative:
A mfg review could not be performed as the lot number is unk. The device has been returned to the MFR for eval. The investigation is currently underway.